Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's drawers would not respond during a procedure. Customer restored access to the drawers by rebooting the device. The nature of the procedure was not disclosed. The nature of the required medications was not disclosed. The length of the delay was not disclosed. Patient harm was reported. A technical support specialist requested information about the alleged event. Customer did not disclose any additional information. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined the station was downgraded to drawer firmware version 1.10.2.5 concluding station is affected by recent recall. The technical support specialist upgraded to drawer firmware version 1.10.2.8. Technical support specialist has attempted several times to confirm with customer if station is operational after firmware update. No response received. Device tested remotely and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system's drawers would not respond during a procedure. Customer restored access to the drawers by rebooting the device. The nature of the procedure was not disclosed. The nature of the required medications was not disclosed. The length of the delay was not disclosed. Patient harm was reported. A technical support specialist requested information about the alleged event. Customer did not disclose any additional information.

Event description:
Customer reported that a pyxis anesthesia es system's drawers would not respond during a procedure. Customer restored access to the drawers by rebooting the device. The nature of the procedure was not disclosed. The nature of the required medications was not disclosed. The length of the delay was not disclosed. Patient harm was reported. A technical support specialist requested information about the alleged event. Customer did not disclose any additional information.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-mar-2021 to 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers on the station bsmcanpa5 were affected by the firmware issue outlined in knowledge article 000016287 ¿february 2023 firmware upgrade letter: info and faq¿. A technical support specialist resolved the drawer firmware issue and reported the findings to customer. The system functioned as intended after the technical support specialist troubleshot the device.